Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The patient reported had an icl lens implanted on (B)(6) 2018 and at one day post-op had high eye pressure. The facility reported the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The intraocular pressure was stable.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. Corrected information: patient identifier should be "(B)(6)", (B)(6) is incorrect. Claim # (B)(4).